Event description:
It was reported by service report that the stair chair will not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has not scheduled the unit repair at this time and will do so when the unit needs to be placed back into service.

Event description:
It was reported by service report that the stair chair will not lock in place and the track belt was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the stair chair will not lock in place and the track belt was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also found during the device evaluation that the track belt was missing.